Event description:
It was reported that a patient underwent a sling procedure for treatment of stress urinary incontinence on an unknown date and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2011 by (B)(6) due to fistula/mesh extrusion.

Event description:
It was reported that the patient underwent mesh excision on (B)(6) 2011 by (B)(6) due to fistula/mesh extrusion.

Manufacturer narrative:
It was reported that the patient underwent a bilateral tubal ligation and hysterectomy on (B)(6) 2011. It was reported that the patient underwent mesh excision on (B)(6) 2011.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems, recurrence, bleeding, dyspareunia, and neuromuscular problems. (B)(4).

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that a patient underwent a sling procedure for treatment of stress urinary incontinence on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent the concurrent procedures of an anterior pennicle mesh and colporrhaphy during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.